Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. The caller didn't have additional information regarding the unit nor the serial number just stating the bed was a semi electric.

Event description:
The provider states that one side of the rail will not raise or lower. The provider also states one crossbrace was bent and snapped off.